Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in a non-clinical environment that the centrimag console's screen continuously flickered when turned on and the self-test function could not be completed. After checking it was found that the internal rechargeable battery had expired. A new battery was replaced resolving the issue. However upon reaching the screen to select either left ventricular assist or right ventricular assist no response was yielded when the selection button was pressed. Battery maintenance was performed several times but the issue persisted. No alarms occurred. There were no other devices alarming that were relevant to the event. The device was not functioning as intended. This issue was not resolved.

Manufacturer narrative:
Correction: h6 - the medical device problem codes were updated to include the code 1420 - nonstandard device and 1332 - failure to interrogate. Manufacturer's investigation conclusion: the reported event of the centrimag console screen flickering and the buttons not responding was confirmed at the service depot. The reported event of the self-test function not being able to be completed was not confirmed. The downloaded centrimag console log file did not contain data from the reported event date of (B)(6) 2024. Data from in lab testing revealed no issues. There were no notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. The console was connected to ac power and during the power on sequence, it was noticed that the console screen was flashing between displaying data or being off confirming the reported event. It was also found that the console buttons on its front panel were unresponsive at times. The issue was isolated to the ifd pcba which was replaced. The console arrived without a backup battery so a new one was installed. The console was then functionally tested and passed all tests. The unit was deemed ready for use and returned to the customer. Visual inspection of the returned ifd pcba revealed no anomalies. The pcba was inserted into a known working test console and functioned as intended. The screen did not flicker, and both left ventricular assist and right ventricular assist buttons were able to be pressed without issue. The reported event could not be reproduced again. A root cause for the screen flickering was due to a damaged ifd pcba; however, a more conclusive root cause could not be determined due to the issue not being reproduced during ppe evaluation. Per the provided information, the root cause for the reported self-test function not passing was due to the battery being expired. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. C) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. C) section 9 "maintenance" states that the battery maintenance procedure needs to be performed every 6 months. If the system requires the battery maintenance procedure to be performed, it will display the alert. Additionally, it mentions to replace the internal rechargeable battery every 2 years. The 2nd generation centrimag system operating manual (rev. C) section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual (rev. C) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.